Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. A definitive root cause could not be determined with regard to the reported condition. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy. The stapler was unable to fire while being use to cut the lobe. It could not fire after the second reload was installed. The surgeon was able to press the green button but unable to squeeze the handle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.